Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right ventricular outflow tract (rvot) premature ventricular contractions (pvcs) ablation procedure, a pericardial effusion occurred. Mid procedure, the patient became hemodynamically compromised, and the right ventricular outflow tract was perforated likely with the tacticath. High force readings (in excess of 100g) were observed during ablation in this region. A pericardiocentesis was administered to stabilize the patient. There were no performance issues with the abbott device.